Manufacturer narrative:
(B)(4):the complainant indicated that the device will be scrapped and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The reported event: sporadic output from generator. The following blocks have also been updated with additional information:

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, the reading on the display panel varied greatly when the power level was adjusted; the knob was too sensitive. The biomedical engineer at the account believed the potentiometer to be defective as the knob itself was not broken.attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure. According to the complainant, energy output from the generator was "sporadic"; therefore, the device was not used inside the patient and another endostat ii electrosurgical unit was used to complete the procedure. Per the biomedical engineer at the account, the reading on the display panel varied greatly when the power level was adjusted; the knob was too sensitive. He believed the potentiometer to be defective as the knob itself was not broken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.